Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Details of an on-site evaluation by a technician have not been provided. The manufacturing records associated with the serialized device were reviewed by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event could not be confirmed and a cause was not established.

Event description:
A user facility in (B)(6) reported to fresenius (B)(4) technical services that when starting up the 2008k2 hemodialysis system they observed smoke coming from the system and it turned off and wouldn¿t turn back on. There was no patient involvement. No adverse event, symptoms, or medical intervention was required as a result of this event. A fresenius (B)(4) technician was scheduled to service the system. Attempts were made to acquire additional information, however, fresenius (B)(4) technical services indicated that a service report has not been complete for this report. If additional information is received, this report will be updated accordingly.